Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 1.0ml 29ga 1/2in bls 500 china the packaging was damaged and unsterile. There was no report of patient impact. The following information was provided by the initial reporter: after further confirming with customer, there were 36 syringe products with 'opened edge' issue when the hospital supply room distributed the syringes, it was found that the inside package was damaged, and the surface of the syringes failed to meet the sterility requirements, so the distribution was stopped immediately and it was not for clinical use.

Event description:
It was reported while using bd syringe 1.0ml 29ga 1/2in bls 500 china the packaging was damaged and unsterile. There was no report of patient impact. The following information was provided by the initial reporter: after further confirming with customer, there were 36 syringe products with 'opened edge' issue. When the hospital supply room distributed the syringes, it was found that the inside package was damaged, and the surface of the syringes failed to meet the sterility requirements, so the distribution was stopped immediately and it was not for clinical use.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Customer returned two photos of the 29 guage syringes in open blister packs from lot # 1242485. The customer reported that there were 36 syringe products with opened edge issue. The photos were examined, and revealed multiple blister packs open from the seal. A review of the device history record was completed for batch# 1242485. All inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure blisterpack (open package/seal). Root cause could not be determined.